Event description:
It was reported that the basket separated from the cable after 3 passes and five minutes rotational time. The basket was successfully removed using an alligator forceps. There were no further complications.